Event description:
A report was received that the patient's stimulator seems to irritate rather than relieving pain. The patient will undergo explant procedure.

Event description:
A report was received that the patient's stimulator seems to irritate rather than relieving pain. The patient will undergo explant procedure.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was due to ineffective therapy. The patient was doing fine after the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.